Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery was only lasting 12 hours before display screen went blank. During troubleshooting for blank display, customer changed battery and display screen returned. Insulin pump passed self-test. Customer also received a failed battery test alarm. Customer was able to clear alarm after troubleshooting, customer was advised that battery cap would be replaced. Customer's blood glucose was 300 mg/dl.